Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed reports that vent displayed "o2 supply failure" and other alarms and faults. Patient moved to another vent.